Event description:
It was reported that the customer passed away. The customer was wearing the insulin pump at the time of death. The caller did not know the customer's blood glucose at the time of death. The customer was using sensors and was wearing a sensor at the time of death. The caller stated that customer's wife will not return the insulin pump for analysis, yet, because their lawyers have the insulin pump. The caller stated that according to the customer's doctor, the customer had a bypass surgery and had stopped taking some of their heart medications. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.